Event description:
On (B)(6) 2023, the customer reported their concern that nurses and endotechs are giving a lot of pressure on patients and noticing more barotrauma then ever before. The user also reported that "I have had other nurses tell me that their wrists are hurting them from giving so much pressure, myself included". This event occurred during use. B3: not known for the exact date, we just know the year the complaint was sent in to manufacturer. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Good faith effort communications were performed to gain more details of the reported barotrauma as well as user pain. On (B)(6)2023, the pentax medical sales rep communicated that the reporter was referring to "tears in the mucosa from air". He also communicated that internal discussions noted that if an endoscope begins to loop or not steer well through the anatomy, a physician may ask a nurse to apply pressure to the patient's abdomen during a procedure while the doctor drives the endoscope. This is done to hopefully advance it through the colon. Pentax medical also received information of multiple cases of barotrauma in patients, both adult and pediatric endoscopes being mentioned; however specific cases, patients, models, and serial numbers were not provided and do not appear to be available as the user has not provided any additional details. Regarding wrist pain, manual compression may be required if insertion is poor, but is not a result of direct use of the endoscope and it is considered possible to avoid with caregiver's adjustment. If we obtain additional information on the number of patients with barotrauma in the future, we will create additional mdrs. Pentax medical has not received any further information for this event and therefore, considers this medwatch report close.